Event description:
It was reported that during set-up for a craniotomy the system froze and had to be rebooted. The system was brought back up and the procedure was completed successfully without any adverse consequences or clinically significant delays.

Event description:
It was reported that during set-up for a craniotomy the system froze and had to be rebooted. The system was brought back up and the procedure was completed successfully without any adverse consequences or clinically significant delays.